Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photographic sample was performed and no visible defects were noted. Nevertheless, due to an adverse trend of complaints regarding this defect the reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a prismaflex m150 was found to be leaking. The leaking bag was discovered at the intensive care unit during patient treatment. When this issue was found, the user replaced a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information was available.